Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a us healthcare facility that a lens subject to recall (ref. 3012304651-05/17/2022-001-r) had been implanted. Post-operatively, the patient has presented with a refractive error.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayone emv rao200e iol was implanted on (B)(6) 2022. Post-operatively, the patient has presented with a refractive error. Rayner has contacted the healthcare facility to obtain additional information on the patient outcome. The implanted lens is subject to a voluntary recall initiated by rayner on (B)(6) 2022. The recall reference assigned by FDA is (B)(4)-05/17/2022-001-r.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The rayone emv rao200e iol was implanted on (B)(6) 2022. Post-operatively, the patient has presented with a refractive error. The follow-up information received identified that the patient would undergo a lens exchange procedure to correct their visual outcome. The date of the lens exchange procedure has not been reported to rayner by the healthcare facility. The implanted lens is subject to a voluntary recall initiated by rayner on (B)(6) 2022. The recall reference assigned by FDA is (B)(4).

Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from a us healthcare facility that a lens subject to recall (ref. (B)(4)) had been implanted. Post-operatively, the patient has presented with a refractive error.